Event description:
It was reported that the customer's pump experienced a malfunction alarm with the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite resetting the pump multiple times, the customer faced recurring malfunctions, leading to a pump replacement. The customer decided to continue using the current pump as a backup therapy to ensure insulin delivery remains uninterrupted.